Event description:
International affiliate reports the surgeon was packing the allograft bone in the funnel at the surgical site and the neck of the funnel broke off the stem of the instrument. Used same like product to complete surgery. The resulting delay was about five minutes and there were no adverse consequences to the patient.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The concorde bone funnel 8mm was returned for evaluation. Visual inspection revealed that the funnel had broken at the weld at the proximal end of the device. This complaint was initially reported in medwatch manufacturer report number 1526439-2014-11690 however it was determined that the fracture at the weld would not pose any potential for adverse effects to the patient due to the size of the funnel and the lack of small parts. As directed in the initial report, the investigation results are being provided in follow up medwatch manufacturer report number 1526439-2014-11690. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month complaint trend analysis for the concorde bone funnel 8mm [product code: 2879-08-008, lot no: x1010] was conducted on the product code, as there are no like products. This analysis found no systemic trends that require further action. The root cause for the device breaking cannot be positively identified. However, it was most likely due to unanticipated forces placed on it during surgery. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.